Event description:
Rv lead 0180: lead integrity alert for elevated sic, over and undersensing observed on rv channel (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).